Event description:
Neurovision medical products; cobra monitoring et tube size 6.0mm. Dr tested the balloon before using in the pt's intubation. Dr noted that the balloon did not inflate. He then gave me the tube with the packaging to be sent to biomed. I then gave him a new 6.0 cobra tube. Pt not injured.